Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the product surveillance registration mechanical circulatory support therapy base. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented with low flow alarms, dyspnea, indigestion and general malaise. Troponin increased, lactated was at 2.8, lactate dehydrogenase (ldh) 1400, and d-dimer also increased which were all indicative of low flow state and shock. It was stated that vad thrombus was suspected, as the patient was off of anticoagulation for months due to a gastrointestinal bleed (gib). A ramp study and a transesophageal echocardiogram (tee) was performed and it showed that there a significant artifact and thrombus could not be ruled out and the doppler was not laminar an could not see the apical portion of the left ventricle (lv) and it was stated that the aortic valve (aov) opening with every beat that indicated left vad (lvad) malfunction. The speed was increased to 3000 revolutions per minutes (rpm) and then decompensated and required blood pressure support, medication and bilevel positive airway pressure (bipap). There was a spontaneous improvement in the lvad flow which went from one liter to four liter per minute and the patient's urine output picked up and the suspected blood clot had dislodged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption and estimated flows beginning on (B)(6) 2021 leading to parameters below the normal operating range. Additionally, log files revealed increases in pump rotational speed recorded on (B)(6) 2021, followed by a return to baseline parameters on (B)(6) 2021. Eleven (11) low flow alarms were recorded since (B)(6) 2021. Information provided by the site indicated that in addition to the low flow event, the patient presented with dyspnea, indigestion and general malaise. Troponin increased, lactated was at 2.8, lactate dehydrogenase (ldh) 1400, and d-dimer also increased which were all indicative of low flow state and shock. It was stated that vad thrombus was suspected, as the patient was off of anticoagulation for months due to a gastrointestinal bleed (gib). A ramp study and a transesophageal echocardiogram (tee) was performed and it showed that there a significant artifact and thrombus could not be ruled out and the doppler was not laminar an could not see the apical portion of the left ventricle (lv) and it was stated that the aortic valve (aov) opening with every beat that indicated left vad (lvad) malfunction. The patient decompensated and required blood pressure support, medication and bilevel positive airway pressure (bipap). There was a spontaneous impro vement in the lvad flow which went from one liter to four liter per minute and the patient's urine output picked up and the suspected blood clot had dislodged. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced hemolysis.